Event description:
The infusion pump was involved in an infiltration in the hand of a 18 months child. The hand, forearm, and upper arm were swollen. Necrosis of the hand near the IV site developed which required surgical grafting.